Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hip procedure, while implanting the acetabular shell the tip of the inserter broke. The broken piece could not be removed so the shell was removed and a new one was used to complete the surgery. There was no reported harm or injury to the patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified the inserter tip to be fractured as reported. A review of the device history records identified no related deviations or anomalies during manufacturing. A definitive root cause cannot be determined. A summary of the investigation was sent to the customer. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.